Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported with the description, that the problem was often seemed to be in the shooter where the plunger went underneath the lens and then stagnated. The lens did not come out of the shooter and a backup lens was used. The concern was with the plunger of the company injector. There are three medical device reports associated with this report. This is 3 of 3.

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that the plunger went underneath the lens and stagnates; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.